Event description:
It was reported that during a cardiac ablation procedure, after the catheter was advanced and then withdrawn into the sheath for the first time, the catheter was re-advanced and did not return to its circular shape. The catheter was removed from the patient and the guidewire sleeve was observed to have completely detached from the tip of the catheter. It was reported that the catheter was not pulled, twisted, or handled roughly and that advancement and handling were performed according to recommendations. The catheter was subsequently replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.